Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The error could not be duplicated. The device passed a ctu calibration during assessment. The device cooled properly during decontamination and assessment. Patient data showed proper cooling of the device. The chiller molded tube has a split at the y section in the tube and will need to be replaced. The circulation pump needed to be primed to complete autofill. The chiller requires a field action to be performed. Tanks seals were noted lifted from the tank during tear down. The device underwent pm servicing while in for repair. During pm servicing, circulation pump and mixing pump were serviced. Replaced heater, both manifold o-rings, drain valves, chiller molded y tube, five tank seals, and the control panel coin cell due to age. A shock sensor was applied to the lower bracket and loctite to all casters. Control panel graphics software version was updated to 3.0.2. A chiller field action was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. Bmd investigation indicates that the reported issue was unconfirmed. Labeling review not required. Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 for not cooling. Per sample evaluation, it was reported that the chiller molded tube had a split at the y section in the tube and would need replacement. It stated that the circulation pump would need to be primed to complete autofill. It stated that the tanks seals were noted lifted from the tank during tear down.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 for not cooling.